Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer, bladder, and respiratory tract irritation. No medical intervention was specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box e: reporting institution name and reporting address state are updated. In box h: evaluation method code, patient outcome code grid, evaluation results code, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer, bladder, and respiratory tract irritation. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.